Event description:
It was reported that the device did not fire the suture. A backup device was available to complete the procedure with no delay or patient injuries. Results of investigation have concluded that there was a t2 pre-deployment which makes it a reportable event.

Manufacturer narrative:
Unique identifier added. One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the needle. The actuator is in its t2 pre-deployment position indicating a trigger advancement and deployment of t1. T2 remains in its customary position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported complaint of non-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint.